Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the device failed downstream occlusion due to a calibration issue. The downstream occlusion (dso) and upstream occlusion (uso) sensors were calibrated to fix the issue.

Event description:
The device was returned because it failed occlusion 28.25psi. The results of the investigation found that the device was delivering out of specification and confirmed the occlusion failure. There was no patient involvement.